Manufacturer narrative:
Further information was requested but not received. (B)(4).

Event description:
It was reported that the right ventricular lead was not implanted for an unspecified reason.

Event description:
New information received noted that the lead was opened in error. The patient was stable post procedure.

Manufacturer narrative:
A complete lead was returned in one piece, measuring 58.0 cm. Analysis was normal. No anomalies were found.